Event description:
A pt capillary sample was tested, using the suspect device, with a result of 550 mg/dl. A few minutes later, the test was repeated on the suspect device, with a result of 311 mg/dl. Reporter stated that, within 30 minutes, a venous sample obtained from the same pt measured 252 mg/dl in the facility's lab. According to reporter, pt was not treated based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.